Event description:
Customer reported: we observed rust-like particles in one of the 10ml syringes from lot# 04301002. Please find the attached image and a small video. Please let us know the way forward to address this issue.

Manufacturer narrative:
No anomalies were found on archived and received samples of sol-m 10ml luer lock syringe sterile convenience tray ref (B)(4), lot 04301002 checked. After investigation, based on photo, we can confirm the presence of particles on the rubber gasket due to a contamination compatible with the compression moulding of the rubber gasket. For this reason, the issue was investigated on the rubber gasket supplier which recognised the defect as an isolated production accident. To avoid this kind of defect corrective actions are: · installation of an automatic control system capable of discriminating the gasket surface and rejecting the defective part if necessary · complaint was shared with all involved personnel to improve their awareness regarding this issue. Sol-millennium will continue to monitor this type of issue and if data will increase, further evaluation will be performed. This report was initially submitted on 07/12/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This complaint was confirmed based on customer provided evidence. As a result, scar 20250301 was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Corrective actions include retrainining personel on proper cleanroom gown procedure and tray cleaning process, as well as establish work instructions for proper storage of materials.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.